Manufacturer narrative:
The additional device referenced in b5 is filed under a separate medwatch report number.manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery with proglide devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, with two devices, the sutures of both devices were pre-placed [successfully]. However, when attempting to remove the devices, resistance was noted. The lever was then lifted and lowered, and upon device removal, it was noted that the foot did not completely close. The sheath was upsized to a 14f sheath, and the tavi procedure was completed. Upon removal of the sheath, a tear in the anterior wall in the artery was noted. The two pre-placed sutures of the two devices with the foot issues were advanced, but unable to achieve hemostasis. Two covered stents were placed in order to treat the tear in the artery and to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Sterile units from the same lot were returned and tested for difficult to open and close with no abnormalities observed. The devices were not tested for difficult to remove as that is related to case conditions and additionally in this case, was a result of the foot no closing. Based on the reported information ad the tested sterile units, the cause of the difficulties cannot be determined. In this case, it is possible that tissue interference with the foot or suture interference with the foot interacted with the foot causing the foot to surf distal and stay in an open condition. The open condition will lead to the difficult to remove and likely contribute to the vessel dissection. The patient effects of dissection is listed in the perclose proglide instructions for use (IFU), as potential adverse events of use of the device. The subsequent treatments are related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received/corrected: the access site was not calcified. The two pre-placed sutures were not able to achieve hemostasis upon knot advancement due to the tear in the artery. A clinically significant delay was reported. No additional information was provided.